Event description:
It was reported that during a laparoscopic low anterior resection procedure, following the reanastomosis of the large colon, it was determined that the donut was initially complete but later considered incomplete (potentially was very thin and tore after removal from the stapler). A malformed staple was found upon video-assisted gi inspection. The colon had to be further mobilized and the anastomoses had to be redone with a new stapler. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer casing half was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.